Event description:
Per the clinic, the patient also experienced an infection at the implant site.

Event description:
Per the clinic, the patient experienced an extrusion of the device. Subsequently, the device was explanted on (B)(6) 2024 . There are no plans to reimplant the patient with a new device as of the date of this report.